Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. Cross reference complaint ID: (B)(4). The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that "when taking out the light lead the other day my colleague sustained quite a burn when the tip touched her momentarily. These new light sources seem to get very hot." It is still unknown at this point what combination of light guide cable & light source was used during this incident. Cross reference MDR: 9610617-2025-01261.